Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable disconnection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the "horizontal line in the image" occurred because the image function did not work properly due to a cable disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had occasional horizontal lines in the image while being used with the video processor. The issue was identified during cleaning and disinfection for an diagnostic endoscopic examination, which was completed using the same set of equipment and no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had occasional horizontal lines in the image while being used with the video processor. The issue was identified during cleaning and disinfection for an endoscopic examination, which was completed using the same set of equipment and no surgical delay. There were no reports of patient harm.